Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-01216. The device is not available for return.

Event description:
The patient was undergoing a thrombectomy procedure on (B)(6) 2018 using an indigo system cat 8 aspiration catheter (cat8) and an indigo system separator 8 (sep8). During the procedure, the patient experienced hemoptysis both during and after the procedure. The hemoptysis was resolved on (B)(6) 2018. The hemoptysis was adjudicated to be an adverse event with a definite relationship to the indigo system and unrelated to the procedure. The patient also experienced left chest pleuritic and crampy chest pain which increased in intensity with deep breathing starting on (B)(6) 2018. The patient was given medication, and this event was considered resolved on (B)(6) 2018. The left chest pain was adjudicated to be an adverse event with a possible relationship to the indigo system and a possible relationship to the procedure.

Event description:
On (B)(6) 2018, the reported adverse event was adjudicated to be unrelated to the indigo system.

Event description:
The patient was undergoing a thrombectomy procedure on (B)(6) 2018 using an indigo system cat 8 aspiration catheter (cat8) and an indigo system separator 8 (sep8). During the procedure, the patient experienced hemoptysis both during and after the procedure. The hemoptysis was resolved on (B)(6) 2018. The hemoptysis was adjudicated to be an adverse event with a definite relationship to the indigo system and unrelated to the procedure. The patient also experienced left chest pleuritic and crampy chest pain which increased in intensity with deep breathing starting on (B)(6) 2018. The patient was given medication, and this event was considered resolved on (B)(6) 2018. The left chest pain was adjudicated to be an adverse event with a possible relationship to the indigo system and a possible relationship to the procedure. On (B)(6) 2018, the reported left chest pain was adjudicated to be unrelated to the indigo system and it was confirmed that hemoptysis had a definite relationship to the indigo system.